Event description:
It was reported that during an endovascular procedure in a patient, when the physician tried to retrieve the stent delivery wire after deployment of the subject stent, the stent delivery wire caught on the subject stent creating a force that pulled the stent proximally. The delivery wire felt stuck and unable to retrieve into the microcatheter. The distal stent tines stayed in place but the proximal stent tines seemed to migrate proximally a little during retrieval of the delivery wire. The physician was ultimately able to get the delivery wire free. This caused a surgical delay of 5 min. The procedure was completed successfully. No clinical consequences were reported to the patient either due to this event or due to the surgical delay.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw was seen to be kinked in several areas. The stent and introducer sheath were not returned (stent successfully deployed during the procedure). Functional inspection was not carried out as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.the reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. It was reported that subject stent snagged after deployed. Additional information states that the patients anatomy was moderately tortuous, the physician feels that the anatomy and/or location of intended area of treatment may possibly have contributed to the reported event. The sdw was returned and noted to be kinked, the stent was not returned as it had been deployed. It is probable that the sdw was kinked during use causing it to become entangled in the stent during the attempt to remove the sdw. An assignable cause of procedural factors will be assigned to the reported sdw stuck in stent and stent dislodged/migrated, and to the analyzed sdw kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an endovascular procedure in a patient, when the physician tried to retrieve the stent delivery wire after deployment of the subject stent, the stent delivery wire caught on the subject stent creating a force that pulled the stent proximally. The delivery wire felt stuck and unable to retrieve into the microcatheter. The distal stent tines stayed in place but the proximal stent tines seemed to migrate proximally a little during retrieval of the delivery wire. The physician was ultimately able to get the delivery wire free. This caused a surgical delay of 5 min. The procedure was completed successfully. No clinical consequences were reported to the patient either due to this event or due to the surgical delay.